Event description:
It was reported that a patient got a bacterial infection, (B)(6), in the wound from erosion of the leads and implantable neurostimulator (ins). The patient was admitted to (B)(6) hospital after surgery for 42 days of IV antibiotics and was discharged on (B)(6) 2012. The entire system was surgically explanted on (B)(6) 2012. A culture was taken of the organism and the lab results were (B)(6) for (B)(6) on (B)(6) 2012. It was stated that the signs or symptoms related to the event was an open sore behind the patient's right ear with exposed leads. The severity of the event was noted as "moderate". This event resulted in in-patient hospitalization and necessitated medical or surgical intervention. It was reported that the patient recovered without sequela, and the resolved date was noted as (B)(6) 2012. No further information about this event was provided.

Manufacturer narrative:
Product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# v541948, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3389s-40 lot# v541948, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead.

Event description:
Additional information clarified that the erosion over the lead/extensions was due to an infected bug bite. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID 3389s-40, lot# v541948, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID 3389s-40, lot# v541948, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).